Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The lancing device's date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother (customer is a child) reported that customer's adc lancing device's firing button no longer "clicks", nor holds the lancet in place. Caller further reported that due to this on (B)(6) 2013 at 4:30 am her son experienced unspecified symptoms, "was not responding", had a "convulsion" and subsequently experienced a "loss of consciousness". Customer's mother administered a glucagon injection. There was no report of death or permanent injury associated with this event.